Manufacturer narrative:
An investigation was performed. This complaint could not be confirmed because the complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Nevertheless, all device history record (DHR) are reviewed for accuracy prior to product release. As part of the investigation process and the information provided of the event and as a result of a brainstorming session with the quality engineer in charge of the uvc process the following possible causes were identified. Pigtail kinks at strain relief when flexed. Pigtail breaks or leaks at strain relief junction during normal use. According to the product review, previous causes have an intended dose of medications or fluids not delivered to patient as a potential effect of the reported condition. The following are assumption generated with the investigation team to rule out a failure on the uvc catheter. During catheter placement blood returned was confirmed, which demonstrates that the catheter was functional as intended prior to be placed on patient. According to the event description the uvc catheter was placed due to the patient¿s respiratory condition was worsened. Nevertheless it is also mentioned that the patient did not meet the criteria for uvc placement per hospital protocols and policies. The instructions for use (IFU) is the information provided by the manufacturer to inform the device user of the medical device¿s intended purpose and proper use and of any precautions to be taken. Per material and process summary, each catheter has an external label with general information. The IFU is place into the inner carton. With the available information it is not possible to determine a root cause for this issue. If the sample is returned in the future this complaint will be re-opened for further investigation. It must be noted that in-process controls such as trainings, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations, environmental and product biological monitoring. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual-lumen umbilical vessel catheter (uvc). The customer reports that an umbilical artery catheter (uac) and an umbilical vein catheter (uvc) were inserted at 0900 due to the patient's worsening respiratory condition. Posterior to anterior (pa) radiographic film positioned the uac at t6 and the uvc at t11. The uvc was a 5fr x 9-8/10", 18/21 g dual lumen umbilical vessel catheter and had an internal catheter length of 4.5 cm. Blood return was confirmed and it was then connected to parenteral nutrition. At 1900, the patient urinated. She was noted to have slight abdominal distention and was becoming lethargic. The patient's condition continued to worsen throughout the night. She required intubation and had a worsening metabolic acidosis. The abdomen became firm. The lower extremities because dusky and mottled. A broviac central line was placed at 0516. At 0650, vecuronium was given via the uvc times 2 doses without effect. A third dose was administered via the uac with good effect. At 0925, a left chest needle aspiration was performed, draining tpn-like fluid. Soon after the abdomen was tapped with similar findings. The uvc and uac were removed at 1005. The patient continued to decompensate. A chest tube was placed. CPR was initiated at 1402 and the infant was pronounced dead at 1424. The customer further stated that the calculating length of catheter for insert: per policy uac (cm) =1.675kg x 3 + 9 = 14.025 cm. Actual uac placement = 14.5 cm (radiograph = t6). Customer reports that per policy uvc (cm) = 14.025/2 + 1 = 8.015 cm actual uvc placement= 4.5 cm (radiograph= tll). The patient did not meet their criteria for uvc placement. Only a uac should have been placed. The patient was having continued respiratory issues, requiring surfactant but no hemodynamic instability at that time. The parenteral nutrition did not change, and the patient had a working peripheral IV. When the peripheral tissue ischemia was identified starting on (B)(6) 2015 during the late evening hours, they have a policy to rule out extravasation of the uvc line. Their policy does not define how to rule out extravasation. The customer further reports that the team identified that the line was at the same measurements and sutured but they did not use any other methods to exclude extravasation. X-rays and a cardiac echo were done for other reasons and each one just says the line is present, it does not mentioned where. The customer does not know if this could be confirmed on these tests. A uvc insert ion kit and a uvc catheter was obtained from their materials management department and neither of the packages include any information regarding instructions for use of the device.